Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced back pressure when fill the cartridge with insulin. When customer removed the needle from the cartridge, insulin was able to be expelled from the needle. There was no impact to the customer's blood glucose level. The customer removed and reinserted the needle from the septum and was able to fill the cartridge even though it was reported to be difficult.